Event description:
A malfunction was reported by a caller regarding their pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed to use multiple daily injections (mdi) as a backup therapy, while the technical support team arranged to ship a replacement pump.